Manufacturer narrative:
There is no reported complaint as this device was returned for asset return inspection the product was returned with no complaint. The product analysis found that plastic cover has chip and scratch. Gisc_appearance_pti3. A-rubber glue is cracked. Gisc_appearance_pti3. Objective lens adhesive around lens chipped. Gisc_appearance_pti3. Light guide lens: dark residue in large lens. A service history review was not completed, and this complaint is not associated with a packaging issue, an incorrect labeling issue, a breach of sterile barrier packaging issue or traced to prior repair activities. A labeling review was not conducted, and no indication of potential user error or complaint against the IFU/label has been received. A risk review, complaint history review, and CAPA history review was not performed for a26 (insufficient device problem information) due to no user allegation. Historical complaints for dark residue in large lens have been previously reported and investigated. This indicates that no unanticipated risks, new failure modes, or additional harms have been identified. A historical review of the last 12 months of complaints was performed and no trends were identified. A CAPA history review was performed and no related capas were found. This is an asset return inspection with no reported allegation. The inspection identified the above findings. The most probable cause of the discovered damages is d02 - cause traced to component failure, expected or random component failure without any design or manufacturing issue. No further escalation is required.

Event description:
The customer returned the gastrointestinal videoscope, which is an olympus asset with no reported complaint. During the device evaluation, dark residue in the large lens was found. There was no patient involvement.